Event description:
It has been reported to philips that system did not start up properly. No harm has been reported to philips. A philips service engineer inspected the system on-site and replaced the geometry pc. After replacing the geometry pc, the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not power up properly and biomed had discovered a trip relay and a blown fuse. Biomedical engineer reset the tripped relay and replaced the blown fuse and confirmed that still the power was not going to geo pc. Biomed went through the power schematic diagram. Review of the log file confirmed that the malfunctioning of geo-pc. Upon troubleshooting, biomedical engineer checked the system and confirmed the issue occurred due to geo-pc. Biomedical engineer order new geo pc and replaced it. After the replacement of geo-pc, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evalution method code was corrected.